Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the keypad was not working after they replaced the battery on the pump. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Date of submission (B)(6)-2018- device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: the keypad was found to be intact; no damage or peeling was observed. All of the keypad buttons were found to respond appropriately during testing. The keypad cover was removed and no contamination was found to the button contacts. The complaint of a keypad response issue was not duplicated with investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.